Event description:
It was reported that the balloon ruptured. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that a balloon burst occurred. The device was then simply pulled out, and completely removed from the patient's body. The procedure was completed with another of same device. No complications reported and the patient's condition was good post procedure.